Event description:
It was reported that the patient was experiencing a lack of pain relief due to high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14576486. Product family: scs-ipg-pc, upn: m365sc14320, model: sc-1432, serial: (B)(6), batch: 206426.